Manufacturer narrative:
The manufacturing records were reviewed and no relevant nonconformities were found. The device was not removed.

Event description:
It was reported that the patient experienced abdominal pain and was unable to eat. Symptoms improved when stimulation was turned off. There have been no reports of further complications regarding this event.